Manufacturer narrative:
Sections with additional information as of; 28-mar-2024 h10: complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples and DHR. Added most likely underlying root cause onto case. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement product resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus lancets. Customer stated that some of the 33g lancets are bent and are also dull; customer stated that it is difficult to obtain a blood sample when he pricks the fingertip. The package had not been open or damaged when received by the customer. This is the first time the customer is using the product out of this package. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the lancets and no medical intervention related to the use of the product was reported.